Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 200 mg/dl to "high" displayed on the continuous glucose monitor. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as the customer declined to troubleshoot with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5, b1, h6 (add 2993, remove 2182).

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 200 mg/dl to "high" displayed on the continuous glucose monitor. Reportedly, customer had covid-19, and suspected illness to be a potential contributing factor to elevated bg, reportedly, the customer continued to use the pump for insulin therapy.